Manufacturer narrative:
(B)(6) 2014 updated - resend this report due to "failed"error message on the submission result summary.this report to follow up with mw5034130.please note - maude report stated the event took place at (B)(6). We have confirmed with sales representative the event took place at (B)(6).investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident.all clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar.this document represents our initial/final report.

Event description:
Laparoscopic cholecystectomy - "allegedly applier was pre squeezed before introducing into 5mm port. Applier jaws placed around dissected duct. No clip was preloaded. Clip formed fine. Clip #2; jaws placed around duct without preloaded clip. Surgeon squeezed handle and no clip was fired. Clip #3; 2 formed clips produced in an "x" across duct. Clip #4 attempt; no preloaded clip, and upon firing, no clips produced in jaws or on duct; 5th clip; surgeon fired a fifth time and 2 clips produced, one closed formation and one open. Completed case with competitor product."